Event description:
Boston scientific crm received information that this device did not pass final pack testing suggesting a possible performance issue. Additional testing is being performed.

Manufacturer narrative:
Upon receipt from our post market quality assurance laboratory, the device was analyzed and further testing confirmed the final pack failure was a result of the internal clock being adjusted out in the field, which changed the data at this memory location. It is concluded that the device meets specifications. It is concluded that the device meets specifications. The changed memory locations area are a result of normal device operation.